Event description:
Per the clinic, the patient experienced wound dehiscence and underwent a surgical procedure to clean the wound (date not reported) under under a general anaesthetic. The device was explanted (B)(6) 2020, and there are no plans to reimplant the patient with a new device as of the date of this report, may 08 2020.

Manufacturer narrative:
This report is submitted on 17 july 2020.